Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging she was unable to check her blood glucose because her onetouch lancing device was not working. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began on (B)(6) 2011 at approximately 5:30am in the morning. The patient reported that the lancing device would not cock back properly in order to launch the lancet. The patient reportedly manages her diabetes with oral medications (unknown type and dose) along with diet and exercise. The patient stated that she consumed food and drink in response to not being able to use the subject lancing device. On (B)(6) 2011 at an unspecified time, the patient claimed she became 'jittery' and self treated with food and drink at approximately 9am on that same day. The patient reported that she was able to use her husband's lancing device on (B)(6) 2011 at an unknown time and proceeded to check her blood glucose. The result(s) obtained was not reported by the patient. At the time of troubleshooting, the cca noted that the subject lancing device was used for approximately 1 ½ years prior to the alleged issue occurring, there was no evidence of trauma/misuse. The issue remained unresolved after troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on september 21, 2011 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup was found broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.